Manufacturer narrative:
The sample has been returned for evaluation. A follow-up report will be submitted once the investigation has been completed. Placeholder.

Event description:
I was to perform a CT guided lung biopsy to diagnose what was assumed to be a lung cancer. After placement of a coaxial needle into the nodule, the first two biopince needles yielded no sample (these are the needles that have been returned). This lead to a delay in the procedure during which the patient developed a pneumothorax (collapsed lung) and the coaxial needle position was lost. Although a collapsed lung is a recognized complication, the delay in the procedure due to equipment failure is likely to have significantly worsened this situation. Although we attempted a third sample with another needle which did provide a sample, by this point coaxial needle position had been lost and the sample was negative for cancer (due to incorrect needle position). The patient also needed admitted to hospital for several days rather than be discharged that afternoon. In summary, biopsy needle failure x2 is likely to have been a significant contributor to lung collapse development and non-diagnostic sample given the time delay introduced.

Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.